Event description:
It was reported to boston scientific corporation that in preparation of a ureteroscopy procedure, the flexiva 200 laser fiber was already broken when the nurse went to open the package. The customer tried to use the fiber. However, the aiming beam was not visible when tested outside the patient. There was no damage noted to the packaging itself. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly 'fine' post procedure.

Event description:
It was reported to boston scientific corporation that in preparation of a ureteroscopy procedure, the flexiva 200 laser fiber was already broken when the nurse went to open the package. The customer tried to use the fiber. However, the aiming beam was not visible when tested outside the patient. There was no damage noted to the packaging itself. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual analysis revealed that there was no damage noted to the packaging of the flexiva fiber itself. Visual analysis of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining and appeared unused. Burn marks were observed on the face of the fiber within the 'sub-miniature a' (sma) connector indicating that laser energy was fired into the fiber. The aiming beam exiting out of the distal tip was weak and scattered due to the burn marks on the sma connector face.